Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester had an issue where the device stopped cauterizing. It was determined that the hemopro2 adaptor was malfunctioning. They adjusted it and held it for it to work. It appeared bent or was pulled down from the connection at the cable, causing intermittent functioning. The procedure was completed by the nurse adjusting the adapter and holding it in place. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Manufacturer narrative:
Trackwise # (B)(4). This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.